Event description:
The customer reported that the machine was not working with battery. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.